Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery gauge increased from 45% to 55% while pump was disconnected from a power source. There was no impact to the customer's blood glucose level. Customer indicated current pump would continue to be used for diabetes management.